Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. It was reported that a balloon burst during inflation. No patient injury was reported.

Manufacturer narrative:
A 3.5x23mm stent was implanted into the saphenous vein during the same procedure. The 2.25x26mm resolute integrity was intended to be implanted in the calcified native artery. Multiple unsuccessful attempts were made to cross the previously implanted stent. It was reported that during stent retraction, the stent got caught and stent dislodgement occurred. A snare was required for stent removal. The patient remained hospitalized. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the dislodged stent returned for analysis; the delivery system did not return. Deformation was evident to the dislodged stent, blood and tissue were also visible entangled in the stent. The lot number was confirmed based on the returned stent matching the complaint reported. If information is provided in the future, a supplemental report will be issued.